Manufacturer narrative:
The device was not returned. The surgeon indicated the tooth was damaged during the splint removal process. With review of the available information there is no evidence to indicate any device malfunction or performance issues that would impact the reported event. Review of case file indicates that there were issues placing the splint due to patient missing a tooth. The neocis guidance system user manual contraindicates use of the device on patients with insufficient bone or teeth and provides specific instructions on removal of any remaining dental material. Thus, the most probable root cause for the adverse event noted can be associated with user error. Possible clinical factors that might have contributed to this event include any patient pre­existing dental care history. No further patient injury or additional medical intervention was reported as a result of this event.

Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported during the removal of the acrylic material used to fix the chairside patient splint (cps) onto the patient's teeth, an existing, natural tooth was damaged. Patient returned for further work on that side of the arch as standard procedure; thus, the issue was addressed at that time. No further injury or additional medical intervention was reported as a result of this event.